Manufacturer narrative:
The serial number could not be obtained, and therefore the manufacturing and expiration dates could not be determined. If additional information is received, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that several years post implant of this 24mm aortic mechanical valve, the patient presented with worsening hemodynamics. A computed tomography (CT) scan showed one leaflet half-obstructed by thrombus. A thrombectomy procedure was scheduled for the following day. During the procedure, the physician noted that there was no thrombus or pannus. The mechanical valve was partially obstructed by the previously implanted aortic graft. The physician was able to open both valve leaflets with forceps during the procedure. Subsequently, a CT scan showed that one valve leaflet was not moving properly. The cause could not be confirmed. There is no plan to perform any additional intervention. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.